Event description:
A pt implanted with prodisc-c at c5-c6 was returned to the operating room for revision five months post implant. Pt developed adjacent disc disease and surgeon revised the pt to fusion at c4-c6.

Manufacturer narrative:
(B)(4). Additional info has been requested. Investigation is ongoing, no conclusion can be drawn. Review of the manufacturing records has been requested.